Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 02/2020); device manufacture date: 03/2018.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, after six inflation in the superficial femoral artery, a dissection was identified. Reportedly, pta and bare metal stenting were performed. The event was considered to be resolved at the conclusion of the procedure.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, after six inflation in the superficial femoral artery, a dissection was identified. Reportedly, pta and bare metal stenting were performed. The event was considered to be resolved at the conclusion of the procedure. New information: it was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, after three inflations in the right superficial femoral artery, a dissection was identified. Reportedly, pta and bare metal stenting were performed. The event was considered to be resolved at the conclusion of the procedure.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the investigation is inconclusive, as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 02/2020).